Manufacturer narrative:
The investigation of the manufacturer is ongoing. (B)(4).

Event description:
It was reported that ecls support was initiated around 9:30am pct and within 3 hours blood was noted leaking from the gas exhaust port. The customer elected to change out the oxygenator after changeout he indicated all was well. No harm was reported. Complaint ID: (B)(4).

Manufacturer narrative:
The reported event occurred in USA. The following complaint information was provided to maquet cardiopulmonary: "ecls support was initiated around 930am pct and within 3 hours blood was noted leaking from the gas exhaust port. Chad van hill, the ecls specialist called customer support and I was contacted by customer support. I reached out to chad and confirmed that blood from the gas exhaust port was abnormal, and that we could make no promises regarding the function of the oxygenator. He elected to change out the oxygenator and sent pictures (attached of the gas outlet, lot number and UDI number of the oxygenator. After changeout he indicated all was well." The affected product was technically investigated at the laboratory of the manufacturer. During a tightness test a leakage from the gas outlet port (blood side) was confirmed. The water side of the product was not affected. Most probable the following technical causes did led to the reported event: ¿ fiber detachment in the pur encapsulation. - this allows the test medium or blood to leak between the fiber and the pur encapsulation. ¿ fiber damage. Thus the reported failure "leakage from gas exhaust port" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).